Event description:
During set-up for a procedure, the pump filter broke off in the housing. No patient involvement. The hospital used a back-up pump to complete the case.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation:results: the filter fitting has a filter stub broken off in it. A new filter cannot be fit into the pump. The pump is non-functional.the damage noted in the report is confirmed. The filter screw was likely broken off in the filter inlet after over tightening then attempting to remove the filter. The filter screw was then broken when excess force was necessary during the removal attempt.